Event description:
Surgery dept reported that the catheters are not lasting 24 hrs. They are kinking in the vein and clamping off. Reporter stated that they are having redness the length of the catheter and it resolves almost immediately after the catheter is removed. Reported that one incident required a vein resection.